Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt reported they are having a "burning sensation right where the battery is, its real bad and it started about 2 weeks ago". Pt says when they turned stimulation off it stopped and when they turned stimulation back on it came back. Because of this the pt needs to have a CT scan. The patient was redirected to their healthcare provider to further address the issue.